Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia followed by nocturnal hypoglycemia after eating a large, under-announced noodle meal, with the pump¿s alerts muted and no device alarms reported. Symptoms included feeling sleepy. Outcomes included self-management without outside assistance or medical intervention; the high resolved over approximately three hours without additional action, and the low resolved after eating breakfast. Investigation included customer support troubleshooting and referral to a trainer for education on meal announcement and best pump practices. Investigation of this case revealed user-related use error involving incorrect meal announcement and muted notifications, with no device malfunction or component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and notification settings.